Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4). 5076 implantable pacing lead 2005 (B)(6).